Event description:
Clinical study, same case as MFR # 6000093-2006-02435, -02437, -02438. It was reported that post index procedure, the patient died. The patient was admitted on the day of the index procedure to a non-enrolling hospital due to shortness of breath and reversible inferior st depressions. The patient was transferred to an enrolling hospital for intervention. The index procedure treated 3 target lesions. Target lesion 1 was a de novo lesion in the distal rca with 95% stenosis, 13 mm long and a 2.9mm target vessel diameter. There was moderate calcification. The physician predilated the lesion prior to placing a 3.0 x 16mm taxus express2 stent. Post dilatation stenosis was 0%. Target lesion 2 was a de novo lesion in the distal rca with 70% stenosis, 12 mm long and a 3.0mm target vessel diameter. The physician predilated the lesion prior to placing a 3.0 x 12mm taxus express2 stent in overlapping fashion with the previously placed stent. Post dilatation stenosis was 0%. Target lesion 3 was a de novo lesion in the distal rca with 70% stenosis, 12 mm long and a 3.0mm target vessel diameter. The physician predilated the lesion prior to placing a 3.0 x 12mm taxus express2 stent in overlapping fashion. Of note, these lesion were originally treated as one large lesion after three unsuccessful attempts to place a 3.0 x 33mm taxus express2 stent and an unsuccessful attempt to place a 3.5 x 20mm non bsc stent were performed. The patient returned for a staged procedure 2 days later to treat one more target lesion. Target lesion 1 for the staged procedure was identified in the proximal circumflex (cx) with 90% stenosis, 12 mm long and a 2.5mm target vessel diameter. There was mild calcification and a thrombus was present. The physician predilated the lesion prior to placing a 2.5 x 12mm taxus express2 stent. No thrombus was present post dilatation. Post dilatation stenosis was 0%. The patient was discharged on one day later on asa and plavix. The patient was admitted on day 213 due to nausea, weakness, hypotension, and anorexia. ECG showed some lateral ischemic changes and the patient had elevated troponin. This "possibly represented a non-q wave mi" although the patient did not complain of chest pain. The patient was treated with fluids, corticosteroids, and peritoneal dialysis and seemed relatively stable. The next day, the patient stated that he did not feel well and became less responsive. The patient became hypotensive and bradycardiac. He was treated with multiple doses of atropine and epinephrine and was intubated. The patient remained in pulse less electrical activity despite resuscitation. After approximately 1 hour, efforts were discontinued and the patient was pronounced dead. Cause of death was mi, and no autopsy was performed. In the opinion of the physician, there was an unknown relationship between the death and the target vessel.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. The manufacturing records for top assembly batch 7460697 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause cannot be determined. These complaints are trended on a monthly basis.